Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 13:20:59. During night drain cycle three, the patient's ultrafiltration reading was 1323 ml, indicating the home patient drained 1323 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.